Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed functional testing including displacement tests, basic occlusion tests and no delivery tests. Pending volume accuracy test. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported by the customer's husband that the customer was hospitalized due to low blood glucose levels. The customer states they had been disconnected from their insulin pump. Customer's blood glucose level was reported at 27 mg/dl. Customer was hospitalized and may discontinue use of insulin pump. Product is being analyzed and replaced. No further information provided.